Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five devices had early battery depletion and displayed a grey bar for battery longevity. All of the devices were opened but not used. There was no patient involvement.